Manufacturer narrative:
(B)(4). The extension set has been received and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.

Event description:
Received additional set in a package with other samples. Bag states "(B)(4). Pt infusing lipids - broke when switching lipid syringes. Syringe was fine. No lot number to give you." Additional info provided by sales rep he confirmed that the set is not routinely exposed to any antiseptic solutions. There is no report of pt harm or medical intervention. No additional event or pt info was provided.